Event description:
The patient was admitted with right middle cerebral artery bifurcation aneurysm that measured 4.2mm x 5.2mm x 4mm. The vessel measurement cannot be obtained from the images available. The pre-procedure medications consisted of aspirin 81mg and plavix 75 mg daily x 5 days pre-procedure and including the day of procedure. Medication intra-procedure consisted of heparin 7000 units, retavace 2 units ia, and reopro 15 mg ia. Post-procedure meds were administered though the patient will continue to take aspirin and plavix for 3 months. No difficulty was encountered with stent placement or deployment. The enterprise stent was deployed, and 1/2 hour later, the clot was treated. Review of the angiogram post operatively showed evidence that the clot was forming at 1244 during the coiling of the aneurysm with non-cordis coils (micrus). The first non-cordis coil (micrus) placed was 4x6mm and was removed due to inability to completely place the coil within the aneurysm as it would protrude into the mca or the superior temporal branch that originated at the aneurysm neck. Following its removal a 3x8mm, 2x4mm, and 2x3mm coil were successfully placed. The patient was on anti-platelet medication, and the patient was compliant with medications. The event was treated with thrombolytics, but not readily effective. However, balloon angioplasty was effective in improving flow through the stent. The patient had an uneventful overnight recovery, and was discharged home the next day having experienced no clinical sequel from the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.